Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was having an infection. The patient was placed on antibiotics and reportedly doing well postoperatively.

Event description:
It was reported that the patient was having an infection. The patient was placed on antibiotics and reportedly doing well postoperatively. Additional information was received that the site of infection was in the tunneling incision and traveled to the lead placement in the patients face. It was noted that there was drainage from the incision. It was unknown if the infection was device related however it was not procedure related. The patient underwent an explant procedure. The explanted devices were not returned as it was kept by the medical facility.